Manufacturer narrative:
The 510(k) number: k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user inserted and positioned olympus' bf-uc260fw at 4r. Then he inserted echo-hd-25-ebus-o-c with the stylet inserted fully and punctured the target site. The first puncture was smooth and successful with collecting some cells. She then inserted the device smoothly into the scope again and advanced the needle for the second puncture. However the needle was not seen in the ultrasound image, so she attempted to retract the needle into the sheath but failed. She retracted the device with the needle out into the scope and removed them together from the patient, and confirmed the needle was bent at 3-4 cm from the tip. Some cells were collected by the first puncture, so she completed the procedure without using other devices to collect more cells. The user commented that there was possibility that the needle penetrated cartilages or the needle advanced the surface of cartilages.

Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: complaint device was returned to cirl for evaluation. Upon evaluation the following was noted the device the device was returned in a plastic bag, there was no stylet returned, no syringe was returned. There was no needle exposure. There was a bend below the sheath extender this can be attributed to the conditions in which the device was returned. There was a distal bend present. The needle advances and retracts without issue the customer complaint is considered to be confirmed as the complaint was verified in lab. Root cause: a possible root cause for the occurrence may be due to the device becoming kinked after hitting a hard lesion. Documents review: a review of the manufacturing records for echo-hd-22-ebus-o-c device of lot# unknown could not be completed as the lot number was not provided. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: the notes section of the instructions for use, ifu0109-5 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use, it states in the IFU that an olympus ebus scope is intended to be used with the device". From the information provided: the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to me monitored for potential emerging trends.

Event description:
The user inserted and positioned olympus' bf-uc260fw at 4r. Then he inserted echo-hd-25-ebus-o-c with the stylet inserted fully and punctured the target site. The first puncture was smooth and successful with collecting some cells. She then inserted the device smoothly into the scope again and advanced the needle for the second puncture. However the needle was not seen in the ultrasound image, so she attempted to retract the needle into the sheath but failed. She retracted the device with the needle out into the scope and removed them together from the patient, and confirmed the needle was bent at 3-4cm from the tip. Some cells were collected by the first puncture, so she completed the procedure without using other devices to collect more cells. The user commented that there was possibility that the needle penetrated cartilages or the needle advanced the surface of cartilages.